Event description:
In 2009, the patient reported that for the past 3 weeks, her insulin infusion device does not always beep or vibrate to confirm a bolus. She stated she also had "a lot" of elevated blood glucose readings in the 20's mmol/l (360's mg/dl). Her target range is 7-9 mmol/l (126-162 mg/dl). Symptoms were frequent urination. She said she checked her bolus history at the time and confirmed it was accurate. She stated she reuses her insulin cartridges and was advised not to. She stated that a couple of months ago, her doctor recommended she throw out 3 bottles of insulin because her readings elevated. She did so, and her blood glucose readings returned to her normal range. Site rotation and management were discussed with the patient and courtesy guide to site management was sent. The infusion device was replaced and requested to be returned for evaluation.